Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bled for 5 years for 3 weeks out of each month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine polyp ("uterine polyps"), adenomyosis ("adenomyosis") and abdominal distension ("bloated") and was found to have weight increased ("gains lots of weight"). The patient was treated with surgery (hysterectomy scheduled). Essure was removed. At the time of the report, the menorrhagia, uterine polyp, adenomyosis, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, adenomyosis, menorrhagia, uterine polyp and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bled for 5 years for 3 weeks out of each month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine polyp ("uterine polyps"), adenomyosis ("adenomyosis") and abdominal distension ("bloated") and was found to have weight increased ("gains lots of weight"). The patient was treated with surgery (hysterectomy scheduled). Essure was removed. At the time of the report, the menorrhagia, uterine polyp, adenomyosis, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, adenomyosis, menorrhagia, uterine polyp and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.